Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient experienced surgical complications on (B)(6) 2023 and was re-admitted to the hospital on (B)(6) 2023 with a hematoma at the chest pocket. The hematoma was evacuated, and the patient was discharged on (B)(6) 2023 doing well. In the opinion of the physician, the hematoma was related to the patient taking anticoagulants leading up to the procedure and the patient's slow healing.